Event description:
Surgeon reported that two monarch screws (catalog numbers: unknown) broke postoperatively at the s1 level on radiograph after pt presented with back pain. The pt had not fused. A revision was performed with monarch and an interbody fusion device. Pt later fused and experienced no further pain.